Manufacturer narrative:
(B)(4).

Event description:
The patient went in for a pump refill. After the refill, clear fluid ran from the refill puncture site for over 25 minutes; they did not think it was drug. The physician was aware of the situation and allowed the patient to go home. The patient felt dizzy after the refill. Ten days later the patient experienced an underdose; she was itching, unable to sleep, had a change in mood, and had return of spasticity. The patient went back to the clinic on (B)(6) 2011. Using fluoroscopy and with great difficulty the nurse practitioner was able to access the pump which was empty; maybe 1 ml present. The pump was refilled using fluoroscopy. The patient's dose was reduced to 60 mcg/day from 110, they planned to observe the patient for at least 30 minutes at the hospital for any symptoms. It was noted that the patient was very large. The device system was used to deliver baclofen 500 mcg/ml.